Manufacturer narrative:
Pump passed the displacement test and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. Pump communicated and calibrated properly with glucose sensor simulator. Pump was monitored with transmitter and glucose sensor simulator and no lost connection noted during testing. Pump received with low suspend alarm functioning properly. No unexpected no low suspend alarms noted. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, battery tube threads - cracked and serial number label missing. Unexpected suspend [low sg] was not confirmed. Cosmetic damage confirmed at serial number label. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer called for an issue not covered by existing troubleshooting guides. Customer reported labeling issue. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.